Event description:
It was reported that a tsw35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the surgeon heard an audible click as he fired halfway through the process on fourth reload. Had incorrect staple formation. There was internal harm. Reentered suction of diathermy required (laparoscopy). Pt returned home same day. 07/29/1998 message from affiliate. The post-op complication was internal bleeding from the staple line.